Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that seven years following a cataract extraction with intraocular lens (iol) implant procedure, the iol has developed nano-glistenings (increased density) and has become yellow in color. The patient's uncorrected visual acuity has decreased by more than two lines. The patient has never used glasses and is not interested in using them. The fellow eye has no visual changes and the same dry macular degeneration in general.

Manufacturer narrative:
This supplemental medical device report (smdr # 02) is being filed to correct the g.4. Date on the prior submitted initial MDR: upon further review of this case, it was learned that that the initial MDR date submitted as 05/24/2018 was in error. The correct date is 07/17/2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).